Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 30-mar-2018. Device evaluation: the device has been returned and evaluated by product analysis on 23-mar-2018 with the following findings: there was evidence of moisture corrosion in the battery compartment. Investigation confirmed the complaint. The battery compartment was noted to be cracked and moisture ingress confirmed at the site of the battery compartment crack through leak testing. Due to the moisture damage, the pump was completely unresponsive and not able to power on. Investigation duplicated the alleged ¿no power¿ issue.